Event description:
It was reported that an alert for high, out of range shock impedance was observed via merlin.net. The patient was brought into the clinic for testing, and noise was noted on the egms when patient took deep breaths. The lead was explanted and replaced. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 53.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.